Event description:
It was reported that the patient was hospitalized for a non-device related issue. During device interrogation it was noted a lead warning occurred for high impedance paces. It was also noted there were two ventricular high rate episodes collected that appear to be due to oversensing and noise could not be duplicated. The thresholds had risen slightly. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product 5076 implantable pacing lead (B)(6) 2011.